Event description:
It was reported that the patient saw her healthcare provider (hcp) the week prior to the report and the hcp noticed the patient programmer was not working. The reporter noted that the patient did not use her programmer unless she went to the hcp¿s office and she did not know anything about it. The programmer did not communicate with the implant and was unable to make an adjustment with the antenna attached. There was no telemetry and the patient even tried new batteries. Upon return of the programmer, analysis was unable to verify the issue and it tested ok. C100. Almost a month later the hcp reported that the patient had a loss of therapeutic effect and loss of stimulation benefit for more than three weeks. The hcp had not received a response from the manufacturer representative and he needed to know if the implantable neurostimulator (ins)needed to be replaced. The patient was seeing something on her programmer, but the hcp was unsure what it said. They tried changing out the batteries on the programmer and tried a different programmer, but the issue had not resolved. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va077lq, implanted: (B)(6) 2013, product type lead. (B)(4).